Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "the tubes are underfilling. (2 of 3).

Event description:
It was reported with the use of the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "the tubes are underfilling. (2 of 3).

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally,(B)(6)retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and implemented.